Event description:
Customer reported device = 253 mg/dl. Customer felt "out of it". Cutomer's roommate called the emergency medical technician (emt). Emt's transported customer to the hospital. After arriving to the hospital and being treated with a shot, device = 51 mg/dl. Controls were in range however values were not provided. A request was made for return product and replacement product was sent.